Event description:
Pt being treated in ER and given an ice pack to put on her head. The ice pack leaked into her left eye. The pt's eye was flushed with copius amounts of normal saline. A drop of opthane was put in eye and a fluorescein exam showed no uptake.